Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the drill bit broke in diaphysis of tibial shaft while the surgeon was drilling distal holes of prox lateral plate. It was reported that the drill bit broke right where the gold flutes of the drill meet the solid silver portion of the drill. It was reported that the drill bit tip was left in patient.